Manufacturer narrative:
Dev. Serviced by a 3rd party, device available for eval, returned to manufacturer on, initial reporter first name, initial reporter last name, initial reporter phone, initial reporter e-mail, initial reporter occupation, device return to manuf, device eval by manufacturer, reason code for no evaluation. Omit: a050701 - failure to align (2522), g0405203 - clamp, b17 - device not returned, c07 - mechanical problem identified, d01 - cause traced to device design.

Event description:
It was reported that an 8110 syr was affected by gripper and sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8110 syr was affected by gripper and sizer recall. There was no reported patient involvement.